Event description:
Boston scientific crm received information that the patient with this right ventricular lead developed an infection. The lead was explanted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.